Event description:
It was reported that the device was explanted after implant of zero days, due to a failed ring repair. Information learned from the operative report.

Manufacturer narrative:
Failed ring repair. Device not returned.